Manufacturer narrative:
(B)(4). Malformed clip, anti-backup failure, damaged ratchet pawl the device was received with the jaws in closed position and with one pear shaped clip jammed in the jaws. Once the jaws were cleared, the device was cycled and one clip partially formed were fed due the antibackup failure; the remaining six clips were conforming. The device was disassembled and the ratchet pawl was noted worn out; leading the found antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stop the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an orchidopexy procedure, it is alleged that the clip applier would not deploy clips and became stuck. Another device was used to complete the procedure. There were no adverse consequences for the patient. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.